Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the lead had dislodged. It is unknown when the dislodgement was discovered, and the patient was scheduled for a lead revision. The clinic noted small r-waves amplitude and total loss of rv capture. The patient was asymptomatic. The lead was extracted without adverse event, and a new lead was implanted. The procedure concluded successfully with the patient having remained stable before, during and afterwards. The extracted lead was disposed of by the facility.